Manufacturer narrative:
The reagent lot number is 767226. The expiration date was requested but not provided. The field service engineer (fse) inspected the module and determined the event was caused by the adjustment of the reagent probe rinse water and the cleaning of the reagent probe. The fse then checked the gear pump pressure, cleaned the reagent probe with bleach, and adjusted the reagent probe rinse water. He performed a system volume check, a 21-cup precision check, and an artificial media test with successful results. The customer performed qcs with acceptable results. The investigation is ongoing.

Event description:
There was an allegation of discrepant results for 3 patient samples tested for elecsys vitamin d total g3 ( vitamin d total iii) on a cobas 6000 e601 module. The initial results were reported outside of the laboratory. The reporter stated that the erratic quality control (qc) results prompted the rerun of the patient samples. Sample ID (B)(6) the initial result was 66.3 ng/ml. The repeat result was 42.1 ng/ml. Sample ID (B)(6) the initial result was 95.8 ng/ml. The repeat result was 63.27 ng/ml. Sample ID (B)(6) the initial result was 105 ng/ml. The repeat result was 59.15 ng/ml. The repeat results were deemed correct.

Manufacturer narrative:
The expiration date of elecsys vitamin d total iii reagent lot number 767226 is 30-sep-2024. The investigation reviewed the last calibration performed on (B)(6) 2024 from the provided digital laboratory management software data. The results were within specifications. The investigation reviewed the qc chart from the provided digital laboratory management software data. The qc chart did not contain the customer's target means and ranges or the customer's actual qc results. The investigation reviewed the alarm trace from the provided digital laboratory management software data. The trace contained an "abnormal aspiration" error. This is an indicator of possible poor sample quality the investigation reviewed the customer's handling of patient samples. There were no issues noted. After service, no further issues were reported by the customer. The investigation determined the service actions resolved the issue.